Event description:
It was reported that this right atrial (ra) lead was unable to completed a threshold. This lead was confirmed to have exhibited loss of capture at maximum output. This lead was tested in clinic with provocative maneuvers with myopotential noise observed. Further evaluation of the lead is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.